Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting the v60 ventilator shut down by itself. The issue was identified during a service event; the device was not in clinical use. There was no report of harm, or patient impact. The asp evaluated the device and changed the battery. The device operated normally on battery power but not on alternating current (ac) power. After troubleshooting per table 6-4 in the service manual revision t, the asp determined the power supply was faulty and required replacement. Investigation is ongoing

Manufacturer narrative:
The authorized service provider (asp) replaced the power supply to resolve the issue of spontaneous power down. The device was tested as operational and will return to service once the other unrelated issues are resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.